Event description:
In early 2009, the patient underwent an endovascular procedure to treat an infrarenal aortic aneurysm. The aneurysm was excluded and the patient tolerated the procedure. Approx two months later, follow-up CT showed invagination of the leg of the gore excluder aaa endoprosthesis trunk-ipsilateral leg component. The leg was landed in the left iliac which measured 10 mm in diameter. The diameter of the trunk-ipsilateral leg component leg was 14.5 mm. Sixteen days later, the patient underwent an endovascular reintervention where an ev3 bisipro 10 x 37 was implanted into the trunk-ipsilateral leg component to resolve the invagination. The invagination of the distal leg of the trunk-ipsilateral leg component was resolved. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, gore recommends that the gore excluder aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10-21% over sizing) and 1 mm larger than the iliac inner diameter (7-25% over sizing).